Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the customer experienced an issue with a prograsp forceps instrument. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the maryland bipolar forceps was observed to be defective, no further information is available.